Event description:
The hill-rom technician reported that the nurse was working on a pt and when she went to raise the left head siderail it would not latch. She placed the pt on another bed. The hill-rom tech found that the latch was sticking due to lack of lubrication. He lubricated the latching assembly and the problem was resolved.